Manufacturer narrative:
Device evaluation indicated that the lead (s/n (B)(4)) passed electrical, mechanical and photographic imaging tests performed. Visual inspection revealed that the damage to the insulation was a result of the use of electrocautery during the explant procedure. The device passed all the electrical tests even with the damaged lead insulation. Device evaluation indicated that the lead (s/n (B)(4)) passed visual, electrical, mechanical and photographic imaging tests performed. The device exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the patient was receiving uncomfortable stimulation following a slight increase in amplitude. The patient underwent a lead revision during which the leads were tested with the ipg and an ets. In both cases, stimulation caused the patient's body to lock up. The physician replaced the leads. The patient was receiving adequate stimulation and reportedly doing well following the procedure.

Event description:
A report was received that the patient was receiving uncomfortable stimulation following a slight increase in amplitude. The patient underwent a lead revision during which the leads were tested with the ipg and an ets. In both cases, stimulation caused the patient's body to lock up. The physician replaced the leads. The patient was receiving adequate stimulation and reportedly doing well following the procedure.